Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. One of the screws was found to be broken, mid-shaft. The other broken segment was not returned for evaluation. The fracture surface indicates typical signs of a fatigue fracture, having an origination point and spreading across with a rather smooth surface and slight presence of lines of rest, ultimately getting separated instantaneously on the other side. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, it can be said that the screw broke in fatigue manner, reason for which could be multifactorial like overloading due potential non-union or inadequate implant size selection & placement. However, without clinical reports and other patient information, the root cause of the issue could not be determined. If any additional information is provided, the investigation will be reassessed.

Event description:
"It was reported: "patient had a pelvis fx, we used a 7 hole annealed plate to fix the fracture on (B)(6) 2024. No more than 3 weeks later the plate had broken and we had to do a revision/ removal of the stryker product and replace it with another company's product. Prolonged healing incurred". Update: on (B)(6) 2025 1 broken cortex screw observed.

Event description:
"It was reported: "patient had a pelvis fx, we used a 7 hole annealed plate to fix the fracture on (B)(6) 2024. No more than 3 weeks later the plate had broken and we had to do a revision/ removal of the stryker product and replace it with another company's product. Prolonged healing incurred". Update: on (B)(6) 2025 1 broken cortex screw observed.

Manufacturer narrative:
The reported event could be confirmed since the device was returned for evaluation and matches the alleged failure. One of the screws was found to be broken, mid-shaft. The other broken segment was not returned for evaluation. The fracture surface indicates typical signs of a fatigue fracture, having an origination point and spreading across with a rather smooth surface and slight presence of lines of rest, ultimately getting separated instantaneously on the other side. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. Based on the above investigation, it can be said that the screw broke in fatigue manner, reason for which could be multifactorial like overloading due potential non-union or inadequate implant size selection & placement. However, without clinical reports and other patient information, the root cause of the issue could not be determined. If any additional information is provided, the investigation will be reassessed.